Event description:
Positive advia centaur troponin ultra results were obtained for three different pts samples. Repeat testing was performed and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Positive advia centaur troponin ultra results were obtained for three different pts samples. Repeat testing was performed and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Event description:
Positive advia centaur troponin ultra results were obtained for three different pts samples. Repeat testing was performed and the results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra results is unk. The instrument is performing within specifications. No further eval of the device is required.